Manufacturer narrative:
Findings: a motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was unknown. Customer had an MRI and that might have been when they messed with the pump. The customer was not able to exit prime process. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.